Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the visual inspection of the returned product noted one needle. The needle was returned disengaged from it's suture. Upon microscopic inspection, instrument marks were noted near the swaged end of the needle. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. A visual inspection of the returned photo noted a dermalon retainer (ref:88861799-41, lot:d5c3263fy), an open biosyn foil pouch (ref:gm-122, lot:d4k3242y) and a needle were shown. The needle was disengaged from it's suture. It was reported that the needle detached as a whole. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The observed condition could occur if the needle is grasped near the swaged end or the tip and could cause bends, breaks, or damage the connection between the needle and suture. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments, such as forceps or needle holders. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: gm-122, gm-122 biosyn* 3-0 vio 75cm v20 x36 (lot d4k3242y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a veterinary procedure, on two devices, the needle detached as a whole. To resolve the issue, a new suture was used. There was no patient injury.